Event description:
It was reported that a cartridge alarm 1 and a cartridge change error occurred during the loading sequence. The customer's blood glucose level was 100-200 mg/dl. A cartridge change was performed resolving the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.